Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that patient have experienced trach breaking at the flange/15mm connection. There was unknown patient involvement, and unknown patient harm.